Event description:
Procedure type: cosmetic (brachioplasty & abdominoplasty). According to the reporter: two months post-operatively patient came in with puckering at incision site along the gaps along the incision. Patient was re-sutured in-office and the vloc removed. The patient may go back to the or for scar revision surgery. Allegedly, there was tissue damage and/or patient injury and/or infection.

Manufacturer narrative:
(B) (4). (B) (4).